Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: 510k: this report is for an unknown zero-p constructs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report filled after the review of a clinical evaluation report(cer)from a related research activity database(drra) swedish spine registry (swespine): depuy spinal implants subreport 17 ¿ zero-p. Instrumentation with zero-p was performed in 342 patients between january 02, 2006 and november 22, 2020. 7 cases combined with anterior plate of non-depuy brand were excluded, leaving 335 cases for analysis. Mean age of the patients was 49 years. Following post-operative complications were reported: 5 events of surgical site infection (ssi), 40 events of recurrent nerve injury , 5 events of thrombosis, 1 event of implant removal, 8 events of dural injury, 1 event of dural injury repair. This report is for an unknown zero-p constructs. This is report 1 of 1 for complaint: (B)(4).